Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 14.8 mmol/l, 3.8 mmol/l, 2.8 mmol/l, and 3.1 mmol/l.